Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a severe diabetic low event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient was found unresponsive and was administered glucagon by the patient's mother. It was reported that at the time of the event, the cgm displayed a value of 272mg/dl and the bg meter displayed 28mg/dl. At the time of contact, patient was in good condition. No additional event information was reported.